Manufacturer narrative:
The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. Additional information has been requested, but no new information has been received to date. If additional information is received, or if the device is received for analysis, a supplemental report will be submitted.

Event description:
Medtronic received information that three years, seven months post implant of this bioprosthetic pulmonic valved conduit in a pediatric patient, this device was replaced. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.